Manufacturer narrative:
Mentor received an update to the events submitted in the initial report. The patient replaced their left-sided device with an allergan breast implant. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Mentor received a photograph of the complaint device. Upon visual inspection of the picture, two devices were observed. One of them seems to be ruptured and the other one had no apparent damage. The photo does not provide enough evidence to determine root cause. Hands on analysis should provide the evidence necessary to confirm the root cause. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Mentor became aware of an event detail that was mistaken omitted from the previous supplemental report. The patient's breast pain was actually capsular contracture (baker grade iii). The coding has been updated in section h of this supplemental report. Reason for device explant and/or reoperation: capsular contracture. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The complaint device has been discarded. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: revision procedure already scheduled. The pain and rupture was discovered at the time of the surgery. Concomitant products: 475cc mentor memorygel breast implant (catalog number 3504754bc, serial number (B)(4)).

Event description:
It was reported that a (B)(6)-year-old caucasian female patient underwent a breast augmentation revision with 475cc mentor memorygel breast implants. On (B)(6) 2019, the patient underwent a subsequent revision procedure. At the time of the surgery, the patient experienced left-sided breast pain. It was discovered that the patient's left-sided device was ruptured. During the procedure, the patient underwent bilateral explantation and replaced with unspecified breast implants.